Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-18. It was reported that the spinal catheter that was removed was not returned as it was clearly obstructed. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 600 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported on (B)(6) 2017 that the patient had a loss of intrathecal baclofen effect. It was noted that a bolus via the pump was performed as diagnostics/troubleshooting with no change in spasticity. It was indicated that surgical intervention occurred. It was related that the patient was in the operating room (or) on (B)(6) 2017 for exploration of the intrathecal baclofen system after complaining of several months of a lack of effect. In the or there was no cerebrospinal fluid (csf) flow at multiple intervention points. The spinal catheter was removed. Approximately a 10 cm piece of tissue was noted at the end of the catheter tip and the catheter was occluded. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. A new catheter was implanted and there was good csf flow. It was noted that the pump was decreased from 600 mcg/day to 200 mcg/day. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The patient¿s medical history included cerebral palsy and spinal fusion. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.